Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/pelvic/pain') in an adult female patient who had essure (batch no. A16629-not valid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo essure confirmation test". The patient's concurrent conditions included bleeding genital. Concomitant products included iron. In (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), alopecia ("hair loss") and scar ("rashes or skin conditions type: skin scare just from scratching"). In (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding(vaginal,menorrhagia)"), menorrhagia ("abnormal bleeding(vaginal,menorrhagia)") and fatigue ("fatigue"). On an unknown date, the patient experienced abdominal pain ("pain abdominal"). The patient was treated with surgery (laparoscopic bilateral salpingectomy with removal of essure coil). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, vaginal discharge, fatigue, alopecia and abdominal pain had resolved and the dysmenorrhoea and scar outcome was unknown. The reporter considered abdominal pain, alopecia, dysmenorrhoea, fatigue, menorrhagia, pelvic pain, scar, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: need for an additional surgery. Discrepancy in essure insertion dates : (B)(6) 2012 and (B)(6) 2012. Insertion details - 3 to 4 coils bilateral. Concerning the injuriesd reported in this case the following events were confirmed via patients medical record : pelvic pain. Most recent follow-up information incorporated above includes: on 14-jun-2019: update of information batch is not valid. Incident no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/pelvic/pain') in an adult female patient who had essure (batch no. A16629) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo essure confirmation test". The patient's concurrent conditions included bleeding genital. Concomitant products included iron. In (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), alopecia ("hair loss") and scar ("rashes or skin conditions type: skin scare just from scratching"). In (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding(vaginal,menorrhagia)"), menorrhagia ("abnormal bleeding(vaginal,menorrhagia)") and fatigue ("fatigue"). On an unknown date, the patient experienced abdominal pain ("pain abdominal"). The patient was treated with surgery (laparoscopic bilateral salpingectomy with removal of essure coil). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, vaginal discharge, fatigue, alopecia and abdominal pain had resolved and the dysmenorrhoea and scar outcome was unknown. The reporter considered abdominal pain, alopecia, dysmenorrhoea, fatigue, menorrhagia, pelvic pain, scar, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: need for an additional surgery. Discrepancy in essure insertion dates : (B)(6) 2012. Insertion details - 3 to 4 coils bilateral. Concerning the injuries reported in this case the following events were confirmed via patients medical record : pelvic pain. Most recent follow-up information incorporated above includes: on 7-jun-2019: pfs and mr received :lot number added. Following events were added : abnormal bleeding(vaginal,menorrhagia), dysmenorrhea (cramping), vaginal discharge, fatigue, hair loss, pain abdominal, patient did not undergo essure confirmation test,rashes or skin conditions type: skin scare just from scratching. Outcome of the event "pelvic pain" was changed from unknown to recovered/resolved. Reporter information added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (surgery to remove the implant). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: need for additional surgery. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.